Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Without the device serial number, the manufacturing date cannot be determined. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: lead: middle insulation breached; distal segment returned and analyzed.

Event description:
It was reported the lead was capped and replaced due to oversensing. No patient complications were reported as a result of this event.